Event description:
The electrode could only be inserted with difficulty, and one or two electrodes were not within the cochlea. Further insertion was not possible. The surgery was initially concluded because no tip fold-over was detected in the intraoperative measurements. Measurements showed all channels working within normal limits. Postoperative imaging was analyzed in otoplan, revealing a clear tip fold-over. During the revision surgery, an attempt was made to reinsert the flex28 electrode, but this failed several times. Therefore, the surgeon decided to reimplant the user.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The electrode could only be inserted with difficulty, and one or two electrodes were not within the cochlea. Further insertion was not possible. The surgery was initially concluded because no tip fold-over was detected in the intraoperative measurements. Measurements showed all channels working within normal limits. Postoperative imaging was analyzed in otoplan, revealing a clear tip fold-over. During the revision surgery, an attempt was made to reinsert the flex28 electrode, but this failed several times. Therefore, the surgeon decided to reimplant the user.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient underwent a revision surgery due to a tip-fold over of the electrode array, which occurred during implantation surgery. Further a complete insertion was not achieved at implantation surgery with two channels remaining extra-cochlear. However, during revision surgery the electrode could not be re-inserted successfully and the device was explanted. The concerned device has not been received for investigation yet.